Manufacturer narrative:
Telemetry transmitter(s) gz series: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's stations (cnss) were showing communication loss for the all the gz telemetry transmitters. This is the 2nd occurrence at this site. Initial occurrence was reported on (B)(4). No patient harm was reported.